Event description:
Material#: 309582. Batch#: 0351036. It was reported that the bd syringe 3ml ll w/ndl 25x1-1/2 rb had a syringe/needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. When injecting reconstitution solution into the shingrix antigen vial, the needle shot off the syringe and ultimately wasted the medication. The syringe/needle being used was a bd plastipak 3ml syringe that also contains a luer-lok tip with bd precisionglide needle (25g x 1.5). Lot #:: 0351036. Additional information provided: 1.) When pressing the syringe barrel of the diluent into the vial with the reconstitute, there was pressure build-up and then with the syringe not being entirely tightened onto the syringe, the pressure built-up and ultimately made the needle shoot off the end of the syringe. The solution in the syringe at the time then went all over the counter/floor 2.) No adverse event or serious injury reported, as I was only reconstituting the medication at that time. 3.) No treatment was needed for customer, just had to open a new vial of medication due to wasting when the needle shot off and the solution went spraying all over the counter/floor. 4.) Patient still received the vaccine as planned, after new one was obtained.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention.